Manufacturer narrative:
On 13-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, the button looked deformed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 425cc mentor memorygel breast implant and underwent removal and replacement on (B)(6) 2020. Very little information was received for this complaint, and it is currently unknown why the patient decided to undergo explantation. Multiple attempts were made to obtain further information. However, no additional information has been received at this time. If additional information is received in the future, a supplemental report will be submitted.